Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion (pbd) as it decreased from 46% to 9% in a 4 month period. No additional adverse patient effects were reported.